Event description:
It was reported that the device was dropped off in the material department with a note and no additional information or contacts. The device reported to have locked out and not fire in an unknown procedure. They did note that they used a second device to complete the case and the event date. There have been no patient consequences reported.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Damaged one piece sled. The analysis results of the found that it was received in good visual condition and with an (B)(4) unfired reload loaded in the device. Upon evaluation of the reload, the one piece sled was noted to be broken in the area that interacts with the knife making the reload non functional. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.